Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report: (B)(4). Symptom: pump gave 20 minute alarm on power up then turned off while on a patient. Charging problem. Findings/action-taken: field service engineer, confirmed. The pump gave 20 minute alarm after 20 minutes (11.4v), 10 minute alarm after 35 minutes (11.2v) and 5 minute alarm after 46 minutes (10.9v). Unit died after 53 minutes. Suspect bad power supply. Replaced battery as a precaution and supply is suspect. Fcn level: 1416 software level: 2.24

Manufacturer narrative:
(B)(4). Teleflex received the device for evaluation. The reported complaint of "pump gave 20 minute alarm on power up then turned off" is not confirmed. The power supply and battery passed functional testing. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It was reported via a field service report: (B)(4). Symptom: pump gave 20 minute alarm on power up then turned off while on a patient. Charging problem. Findings/action-taken: field service engineer, confirmed. The pump gave 20 minute alarm after 20 minutes (11.4v), 10 minute alarm after 35 minutes (11.2v) and 5 minute alarm after 46 minutes (10.9v). Unit died after 53 minutes. Suspect bad power supply. Replaced battery as a precaution and supply is suspect. Fcn level: 1416. Software level: 2.24.